Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging too much pressure and that the device lid did not stay shut related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. A device was returned to a third-party service center. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. The device was scrapped.